Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, oversensing was observed on the device. Technical support was contacted and recommended provocative testing and reprogramming. Provocative testing was performed and the oversensing due to myopotentials was reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition.